Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: lot number: 7145828. Medical device expiration date: 05/31/2022. Date device returned to manufacturer is unknown. The investigation date was used for this field. Device manufacture date: 05/25/2017. Lot number: 7195579. Medical device expiration date: 07/31/2022. Date device returned to manufacturer is unknown. The investigation date was used for this field. Device manufacture date: 07/14/2017 lot number: 7075940. Medical device expiration date: 03/31/2022. Date device returned to manufacturer is unknown. The investigation date was used for this field. Device manufacture date: 03/16/2017 ". Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for side-pierced rubber sleeve and bent cannula with the incident lot was observed. Additionally, evaluation of the customer samples from the incident lot numbers was conducted, and no side-pierced sleeves or bent cannula were observed. Sleeve function testing was conducted on the samples, and all samples met the required specifications. Samples from an unknown lot were evaluated, and side-pierced rubber sleeve and bent cannula were observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for side-pierced sleeve and bent cannula with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause for issues related to holes and slits in the sleeve has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Based on the investigation, the most likely root cause for bent cannula was determined to be related to a manufacturing issue. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
While using a bd vacutainer® eclipse¿ blood collection needle, it was reported that there was a bent needle that had pierced the protective cap. No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.

Manufacturer narrative:
The scope of (B)(4) has been changed from eclipse and luer adapter to only luer adapter. Therefore the CAPA reference will be removed from this record. Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for side-pierced rubber sleeve and bent cannula with the incident lot was observed. Additionally, evaluation of the customer samples from the incident lot numbers was conducted, and no side-pierced sleeves or bent cannula were observed. Sleeve function testing was conducted on the samples, and all samples met the required specifications. Samples from an unknown lot were evaluated, and side-pierced rubber sleeve and bent cannula were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for side-pierced sleeve and bent cannula with the incident lot was observed. Based on the investigation, a root cause for the side pierced sleeve could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
While using a bd vacutainer eclipse blood collection needle, it was reported that there was a bent needle that had pierced the protective cap. No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
While using a bd vacutainer® eclipse¿ blood collection needle, it was reported that there was a bent needle that had pierced the protective cap. No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.